Manufacturer narrative:
Date sent: 8/5/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that post-op a laparoscopic adjustable band procedure, the patient was having complications. The patient had no restriction post-adjustment. It was found that the band had eroded. The silicone piece had migrated off the strain release and was located by the buckle band where it had eroded. The band and port were removed. There was some difficulty removing the port as the hooks did not retract. The patient is okay.